Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated insulin delivery occlusion alarms on an ilet system with reported glucose values reaching 368 mg/dl while using a teflon inset. The issue resolved after a full supply change; a large air bubble was noted in the cartridge and the user received coaching on bubble removal and supply replacement. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed dose and a delay to therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow associated with the connector/coupler and evidence of deformation, consistent with a delivery occlusion and air in the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.